Event description:
It was reported that the patient's pulse greater was infected. The device system was explanted and replaced. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.